Manufacturer narrative:
A partial lead measuring 47.2 cm from the distal tip was returned for analysis. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that loss of capture was observed on the rv lead. The patient was not symptomatic and was supported with lv pacing. The patient is device dependent. Lead was explanted and replaced. The patient tolerated the procedure well. The patient was stable before, during, and after the procedure.